Event description:
Allegedly revised due to anterior dislocation and aval. Low-medium activity level. Add'l info rec'd (B)(6) 2014: this is a cobalt chrome neck and cocr head case with poly liner and titanium stem. Alval score of 8 (high). Not much pain but tissue damage found during revision. Reason for revision was chronic dislocation.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00138, 00140, 00141, 00142.